Manufacturer narrative:
E1: reporting information: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the "111b 35v supply failed", "1117 3.3v supply failed", "1118 5v supply failed", and "111d motor control pcba adc failed" alarm errors occurred during a regular inspection in the medical exam room. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was replaced with the same model. There was no reported delay in therapy or medical intervention. The customer called technical support to report that the "111b 35v supply failed", "1117 3.3v supply failed", "1118 5v supply failed", and "111d motor control pcba adc failed" alarm errors occurred during a regular inspection in the medical exam room. The manufacturer's product support engineer (pse) evaluated the device, confirmed that the alarm errors occurred at the same time, and found that the 1127 "ovp circuit failed" alarm error occurred as well. The pse replaced the motor controller (mc) printed circuit board assembly (pcba), cleaned the device, performed testing, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.